Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2020. The patient developed redness, dry skin, scar, and drainage under the sensor patch on the same day the sensor was inserted. A barrier product (cavilon) was used unsuccessfully. The reaction was treated with over the counter topical medication. There was no documentation of medical intervention. A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.